Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was exchanged for a different power lens and the problem resolved.

Manufacturer narrative:
H3- device evaluation is required but has not yet been performed. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H11 - upon further review, it has been determined that the initial MDR was submitted in error and does not meet the criteria for reportability. Claim# (B)(4).